Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) due to overcorrection and late meal announcements. The lowest blood glucose (bg) recorded was 39 mg/dl, treated with carbohydrates, and the highest was 367 mg/dl, related to late or inappropriate meal announcements. The agent provided education on treating lows with the 15 g/15 min method and announcing meals at the time of eating, as well as avoiding using meal announcements for corrections to prevent insulin stacking. Blood glucose (bg) was corrected with carbohydrate intake and ilet insulin dosing. The user's reported symptoms included sluggishness during the low and lethargy, exhaustion, and body aches during the high. No outside assistance or medical intervention was required or reported at the time of call.